Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a primary audible alarm in the event history log (ehl). There were no acu watchdog errors in the ehl. The primary audible alarm was not reproduced during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The speaker and interconnect board were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced an audio alarm. No patient injury or complications were reported in relation to this event.